Event description:
It was reported that the patient had (B)(6) with right ventricular (rv) lead vegetation found by transesophageal echo cardiogram. The device and all the leads were explanted. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296 implantable pacing lead (B)(6) 2012, 4076 implantable pacing lead (B)(6) 2012. (B)(4).